Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 . Customer¿s blood glucose was 367mg/dl in the hospital. Customer¿s blood glucose level was 462 mg/dl at the time of the call. Customer had symptoms such as high blood glucose and nausea. Customer was treated that with manual injection. Customer stated that there was no air bubble and leak. Customer was alleging insulin pump for under delivering because customer's blood glucose level was not coming down. The insulin pump will not be returned for analysis.